Event description:
It was reported that during a lap supercervical hysterectomy procedure, the device would not coagulate. A second device was used to complete the procedure with no consequence to the patient.

Manufacturer narrative:
Date sent: 08/20/2008. Information anticipated, but unavailable at this time.